Event description:
It was reported that patient complained of mesh extrusion. After a miniarc implant in 2012, the patient experienced mesh extrusion. The nurse practitioner that examined the patient stated that she could not feel any mesh besides a "whisker." The patient stated that her husband "felt something." No further patient complications were reported in relation to this event.